Manufacturer narrative:
The investigation revealed that the pilot couch lost communication with the sys computer, resulting in the inability to process the manual stop command. It was determined that this issue can only occur during the pt setup process when the user is utilizing the manual move buttons. Pressing the e-stop button will stop couch movement. It was also determined that this issue cannot occur during the administration of radiation. Users of the three affected pilot couches have been notified (notice attached) and reminded of the use of the e-stop button. A hardware modification will be undertaken to allow for appropriated handling of such a communication loss.

Event description:
During a manual horizontal directional setup move of the pt positioning table into the bore of the gantry, the user released the directional and enable buttons to stop the couch, but the couch continued to move into the gantry. The couch stopped once the maximum horizontal limit was reached. The pt was repositioned and treated normally.